Event description:
During a biliary stone extraction procedure a cook endoscopy web extraction basket was used. While attempting to manually crush a cholesterol stone, the basket drive wire punctured the outer sheath and penetrated the nurse's hand. The wound was treated, but did not require surgical intervention. Nothing had to be retrieved from the patient. The patient did not require additional medical procedures due to this occurrence. The patient did not experience an adverse effect due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. Several sealed extraction baskets from the user facility's shelf stock were returned for evaluation. None of the sealed products were from the same lot as the used device. During our evaluation, the baskets opened and closed when the handle was manipulated. The devices were then advanced through an olympus jf-1t endoscope that was placed in a simulated biliary position. The baskets were extended and then closed tightly onto an object. The baskets performed as intended. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. The most likely contributor to the reported observation is applying added pressure to the basket while attempting to manually fracture the stone. The instructions for use instruct the user that if difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling the handle to manually fracture the stone. If excessive pressure is applied while attempting to manually fracture a stone the basket wires could rupture through the sheath, as reported. Information regarding the position of the endoscope elevator during the attempt to fracture the stone was requested, but was unable to be provided. If the endoscope elevator was used to place the basket catheter and drive wire in a sharp angle, movement of the basket wires could have been restricted. If excessive pressure was applied with the device in this position, rupture of the basket wires through the sheath could have occurred. Prior to distribution, all web extraction baskets are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.